Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID tm90t0, serial# (B)(6), product type: accessory. Product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient received a new handset and communicator "not that long ago" and they were "doing good" but now it took 2.5-3 minutes to deliver a bolus. At first, "it was lickity split and now it takes forever". The patient didn't know when they got the equipment because they were "not good with time", however a handset replacement was requested on 2024-10-24. Per the patient, it went to 90% and then stopped and it "gathers and gathers and gathers, which is annoying". The patient also stated that they didn't get their boluses because they were tired and didn't have time to wait like that. Patient services reviewed considerations and redirected the patient to their healthcare provider (hcp). During the call to patient services, the patient mentioned that they were already connected to the pump and locked out for 24 minutes, with 10 boluses left for the day. The patient stated that they normally got 12 boluses a day but right now they were only getting "like 6" because of this issue. Per the patient, they had previously spoken to patient services, who erased the patient's data since they had so many a day and that was when they were taking all 12 a day and it helped them. The patient inquired if someone "had a trick" that could make it go faster. The patient was redirected to their hcp to further address the issue. Per the patient, their old handset "went in and erased some stuff and it went faster but both of them were screwed up to begin with" in regards to the previous handset and communicator. Per the patient, the doctor told them they would not assist with the handset or communicator because that was to be discussed with the manufacturer. The last time the doctor assisted them with their equipment was "several several years ago" when they were taught how to use the equipment.